Manufacturer narrative:
It is not possible to determine the exact root cause for the difficulty with implantation of a cup reported here based on the limited info provided. It was further reported that the surgeon elected to remove the cup and replace with a cup which offered screw fixation. In response to a request for add'l info it was further reported that "x-rays, medical records and operative reports are not available and/or applicable for this complaint. As stated in the packaging insert, "the correct selection of the implant is extremely important. The potential for success in total joint replacement is increased by selection of the proper size, shape, and design of the implant. Total joint prostheses require careful seating and adequate bone support. A review of the mfg records for the reported devices showed that all devices were mfg to spec and inspected as per procedure. There have been no other reported events for the lots reported.

Event description:
It was reported that, "surgeon attempted to put in the adm shell. Encountered extremely soft tissue. Elected to removed and replace with a cup which offered screw fixation."